Manufacturer narrative:
Initial report ref natus complaint#: (B)(4). No related capas. (B)(4) rev j nicview risk analysis spreadsheet (ras) rev j. Hazard ID 6.2 - unit is not properly assembled - unit is installed on a rolling base or with rail mount outside the incubator over the patient, and camera falls on patient effects (harm) - patient injury, risk - medium. The hazards identified have rba rating of moderate and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. A replacement nicview 2.0 us power supply kit nvpws-001 and nvarm2 nv 2.0 arm was sent to the customer, malfunctioning device returned. The damage done to the nvarm2 was to the usb cable where it attaches to the camera, the shielding was ripped off. No harm to user or patient.

Event description:
The camera became detached from the mount, and the usb cable was frayed. It was left hanging over the patients head by the ethernet cable. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint #(B)(4). No related capas. (B)(4) rev j nicview risk analysis spreadsheet (ras) rev j. Hazard ID 6.2 - unit is not properly assembled - unit is installed on a rolling base or with rail mount outside the incubator over the patient, and camera falls on patient effects (harm) - patient injury. Risk - medium. The hazards identified have rba rating of moderate and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. A replacement nicview 2.0 us power supply kit nvpws-001 was sent to the customer, and they were requested to return the defective device.

Event description:
The camera became detached from the mount, and the usb cable was frayed. It was left hanging over the patients head by the ethernet cable.